Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer believes something is wrong with their basal rate settings. The customer was advised to speak with their health care provider in regards to what the settings should be. The customer's blood glucose level at the time of incident was 350mg/dl. The customer's most current level was 450mg/dl. The customer states they took correctional bolus to treat the high. Troubleshoot was conducted. The customer's blood glucose level at the end of call was 425mg/dl. The customer decided to continue troubleshoot at a later time. The customer also mentions receiving no delivery alarm a while back. The customer states they never sent back the set for analysis. The customer states they no longer have the set.